Event description:
Procedure: partial right hepatic lobectomy. A (B) (6) female patient found to have a mass on her liver. During resection, the patient became hypotensive, progressing to full arrest. This occurred shortly after using the bovie to transect a part of the mass. A transesophageal echo showed air in the right atrium, consistent with an air embolism. After successfully resuscitation, the operation continued. The patient did have some neurological deficits postoperatively. The patient was observed as having neurological deficits after the surgery. The patient's stay at the hospital was prolonged where she received therapy. All neurological deficits disappeared except her speech. The patient has gone through rehabilitation and is scheduled to be seen again at the hospital for a status check. A bend-a-beam handpiece was used during this procedure (part number 134003); this sample was discarded and is not available for evaluation.

Manufacturer narrative:
According to (B) (4), the biomed engineers at her facility found the system 7500 to function as intended. The system 7500 will not be returned to conmed for evaluation.